Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that the abutment/ mount could not disengage from implant (tsvb11). Implant was removed and another one was placed during the same procedure.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation with an attached mount (image 1-3). Visual inspection of the as returned product identified minimal wear and debris about the implant threads and collar. Functional testing was performed for the returned products and it was determined that the mount screw and hex could be easily removed using tsvkit hand tools. No further signs of drive feature damage or debris were noted following mount removal. The reported product was to be placed on an unknown tooth site, but was removed immediately following the alleged event. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1221638. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221638) for similar cause and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (tsvb11). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.